Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine 2mg /ml for a total dose of 0.37mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on (B)(6) 2017 patient did not show up for refill. Pump was read to determine low reservoir alarm. It was noted patient will be getting pump refill first thing monda, (B)(6). It was noted that the issue was resolved at time of report and patient's status at time of report was alive- no injury. It was noted there was nothing wrong with the pump and no further actions needed to be taken. Patient's refill was scheduled for (B)(6) 2017. It was noted patient will resume therapy. No surgical intervention occurred or was planned.